Event description:
On (B)(6) 2013 at (B)(6) center, san francisco, ca, during nurse training, a battery alarm displayed on cardiohelp unit (B)(4). Unit was disconnected from ac power, did not operate on dc battery power and shutdown. Display indicated batteries had a 96% charge. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(6). (B)(6) 2013 - cardiohelp unit was returned to maquet mahwah service center for further diagnosis. Complaint service records indicate containment / correction of cardiohelp device was to reset battery system and perform battery calibration. (B)(6) 2013 - cardiohelp sensor panel (B)(4) with defective capacitor was retrofitted with new sensor panel (B)(4). After retrofit full functional and safety checks were performed and met factory specifications. (B)(4).